Event description:
It was reported that the customer answered ¿yes¿ to the survey question "since receiving the notification letter, are you aware of any events with the bd alaris¿ system not providing low battery alarms and an infusion being stopped due to battery depletion.¿ there was no reported patient impact.

Manufacturer narrative:
The reported event of device had failure to alarm for low battery and infusion stopping issue because of battery depletion, was created to document the event that the customer reported. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. No device history search was performed since no source device serial number was reported by the customer. A review of the april 2021 complaint review board (crb) did not find an increasing trend for the reported issue of failure to alarm for low battery and infusion stopping because of battery depletion. Based on the crb review and the limited information provided no further investigation actions will be performed.

Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer answered ¿yes¿ to the survey question "since receiving the notification letter, are you aware of any events with the bd alaris¿ system not providing low battery alarms and an infusion being stopped due to battery depletion?¿ there was no reported patient impact.